Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. A22178) for female sterilisation. The patient had a medical history of abnormal uterine bleeding and menorrhagia. Previously administered products included: sprix, valium, ibuprofen and vicodin. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robot-assisted hysterectomy, bilateral salpingectomy,uterosacral ligament suspension on (B)(6) 2021). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to (B)(6) 2012 & removal date of drug updated to (B)(6) 2021 trailing coils: left-5 right-0. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: (discrepancy noted) final diagnosis: uterus curettings: minute strips of superficial endometrial mucosa, insufficient for histopathologic evaluation.; on (B)(6) 2021: surgical pathology report: diagnosis: uterus,cervix,hysterectomy: cervix: chronic cervicitis endometrium: benign basal endometrium identified myometrium: superficial adenomyosis serosa: rare fibrovascular adhesions right and left fallopian tubes: full cross sections of fallopian tube identified paratubal cysts identified metal wires identified. Specimen source: uterus,cervix,bilateral tubes clinical information: menorrhagia operative findings: rb=obotic hysterectomy with bilateral salpingectomy and uterosacral ligament suspension. Gross description: the endometrium cavity has a pink-tan smooth surface and demonstrates 2 coiled metal novasure devices in each interstitial/cornual region measuring approximately 3.0 cm in length. [Pregnancy test urine] on (B)(6) 2012: negative [ultrasound pelvis] on (B)(6) 2012: pelvic ultrasound: complaint: essure placement comments: essure identified in right and left side of fundus the most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received .medical history & lab data added including pathology test .reporter information added .lot number added .indication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. A22178) for female sterilisation. The patient had a medical history of abnormal uterine bleeding and menorrhagia. Previously administered products included: sprix, valium, ibuprofen and vicodin. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robot-assisted hysterectomy, bilateral salpingectomy,uterosacral ligament suspension on (B)(6) 2021). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to (B)(6) 2012 from (B)(6) 2012 and removal date of drug updated to (B)(6) 2021 from (B)(6) 2021 trailing coils: left-5; right-0. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: (discrepancy noted). Final diagnosis: uterus curettings: minute strips of superficial endometrial mucosa, insufficient for histopathologic. Evaluation. On (B)(6) 2021: surgical pathology report: diagnosis: uterus,cervix,hysterectomy: cervix: chronic cervicitis. Endometrium: benign basal endometrium identified. Myometrium: superficial adenomyosis. Serosa: rare fibrovascular adhesions. Right and left fallopian tubes: full cross sections of fallopian tube identified; paratubal cysts identified. Metal wires identified. Specimen source: uterus,cervix,bilateral tubes. Clinical information: menorrhagia. Operative findings: robotic hysterectomy with bilateral salpingectomy and uterosacral ligament suspension. Gross description: the endometrium cavity has a pink-tan smooth surface and demonstrates 2 coiled metal novasure devices in each interstitial/cornual region measuring approximately 3.0 cm in length. [Pregnancy test urine] on (B)(6) 2012: negative. [Ultrasound pelvis] on (B)(6) 2012: pelvic ultrasound: complaint: essure placement. Comments: essure identified in right and left side of fundus. Lot number: a22178. Manufacture date: 2013-12. Expiration date: 2016-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.